Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission 06-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: during the investigation, a review of the black box alarm history showed evidence of a ¿cs012¿ variable out of range alarm on (B)(6) 2017. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. The returned battery cap was undamaged, and able to fit. The display screen contrast was dim and reddish. The pump¿s ¿ez-prime¿ steps were performed correctly with no ¿cs012¿ alarm or any errors during the investigation. Investigators were unable to duplicate the ¿cs012¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the printed circuit board or to the cgm module.